Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the micro bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire is frayed but not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Additional observation(s) not reported by site: the instrument shows abrasions on the yaw pully. There was no thermal damage. The probable root cause is typically attributed to use conditions. The instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 1.32mm x 0.79mm was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire became loose on a micro bipolar forceps instrument. The procedure was completed with no reported injury.